Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached on the same day of application. Customer experienced symptoms described as "couldn't move off of the sofa" and loss of consciousness. The customer was treated with oral glucose by an unspecified third-party and an ambulance was called. Upon arrival, the customer obtained a reading of 19 mg/dl on an hcp meter and was diagnosed with hypoglycemia. There was no report of further treatment or medication being provided. There was no report of death or permanent injury associated with this event.